Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of unspecified infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.

Event description:
Patient reported, being diagnosed with a right side "breast infection". No treatment or surgical reoperation has occurred. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20jul2015. Further investigation: review of sterilization and seal strength records related to work order (B)(4), did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed. And seal strength test results were found to be acceptable. See 107994 sterilization run and seal testing. During the DHR review, it was found, a missing correction¿s signature in the seal test process. This documentation issue did not have any impact, during the execution of the operation involved. Thus it doesn¿t have any effect in the integrity of the implant. Other records review: environmental monitoring results for may 2007 and bioburden monitoring results for the iiq 2007. The review of the documentation associated with the manufacturing process, indicates that all devices with lot number 1433745, were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed, during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Patient reported, being diagnosed with a right side "breast infection". No treatment or surgical reoperation has occurred. Device remains implanted.